Event description:
Per the clinic, the patient experienced pain, high pitch noise, tinnitus, dizziness and balance issues when using the implant leading to device non-use. It was also reported that the patient did not get any benefit from the implant. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.